Event description:
A customer contacted baxter china to report the foam sponge of a minicap being dry after opening the pouch. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint for inadequate iodine in a minicap could not be confirmed due to lack of sample; therefore, and the root cause was not determined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.